Event description:
Reportable based on device analysis completed on 08 jul 2024: it was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but a dark image occurred. The procedure was completed with another of the same device. There were no patient injuries reported. However, device analysis revealed that the imaging window was twisted and entangled with the guidewire.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed kinks in the sheath assembly, the imaging window twisted and entangled with the guide wire on the floppy end of the wire, a broken drive shaft, and imaging core windup within the telescope section of the device. Imaging core windup with a broken driveshaft was found 28.20 cm from the distal end of the connector shaft. An impedance test shows an electrical open at the proximal end of the catheter.